Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced significant hyperglycemia and fluctuating glucose levels while using the ilet, with two instances of bent infusion sites noted and replacement of supplies performed; an alert 424 was reported on the device, and education and troubleshooting were completed, including site changes and guidance on expected early-use variability. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included technical support review and patient-directed troubleshooting. Investigation of this case revealed infusion set issues consistent with disrupted insulin delivery, as evidenced by bent cannulas and resolution steps focused on site changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.